Event description:
It was reported that during follow up, noise was observed. Externalized conductors were observed via x-ray. Lead was explanted and replaced. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.